Event description:
The user facility reported that their reliance genfore washer was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found clamps on the drying manifold required tightening. The technician tightened the clamps, ran a test cycle and confirmed the unit to be operational.